Event description:
It was reported that patient underwent an oss hip procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to infection. During the procedure, the surgeon could not get two of the devices to disassociate, and removed extra bone in order to remove the devices. A delay of more than half an hour occurred while the bone was being removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". Examination of returned devices was inconclusive. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01477).